Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged. A revision procedure was performed where the physician attempted to reposition the lead a few times, however the lead would not stay in position. When the physician removed the lead, it came out with the helix deployed. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.